Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
On (B)(6) 2019, a customer called pentax medical customer service stating that they were unable to meet the requirement of cleaning a pentax medical video colonoscope model ec-3890lk, serial number (B)(4) within an hour after the procedure; which is part of the reprocessing instruction for use(IFU). They were able to clean the scope later and did not complain of difficulty cleaning the scope, but would like to send the scope in to pentax medical to be certain that the scope is clean and clinically safe to use. RMA service notification (B)(4) was created on 09jan2019 "for evaluation" involving the pentax medical video colonoscope. The video colonoscope was received at pentax medical on 11jan2019 for evaluation and evaluated on 17jan2019. The pentax medical service inspection findings included the following: hole in # 3 remote control button cover, passed dry leak test, passed wet leak test, umbilical cable single has mild scratch. The video colonoscope was repaired , including a new remote control button, and returned to the customer on 17jan2019.